Manufacturer narrative:
The call ended before the customer's personal information or product information could be obtained. It's not possible to determine the manufacture date without the product information.

Event description:
The advocate stated her daughter ran a blood test but the reading was not stored in the memory of the contour next link. No adverse event alleged. The meter was not expected to be returned for investigation. Product was not replaced.